Manufacturer narrative:
The reported events were lead dislodgement, varying low voltage impedance, failed to capture and r-wave amplitude variation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported events of varying low voltage impedance, failure to capture and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented remotely via melrin.net. It was noted that the right ventricular (rv) lead had sensing issues due to r-wave amplitude variation and failed to capture. The patient was brought into clinic and a chest x-ray confirmed the rv lead was dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.